Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report a damaged electrode belt connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon evaluation the trunk cable connector pins were bent. The root cause for the bent pins could not be positively identified, but the damage likely resulted from excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the bent pin. The pt received a replacement electrode belt.